Event description:
The recipient reportedly experienced a perilymph gusher during implant surgery. The gusher was sealed with muscle and tisseel glue. The recipient was implanted and is doing well.

Manufacturer narrative:
(B)(4). The recipient is reportedly utilizing the device and doing well. This is the final report.